Event description:
The reporter called in response to the surestep replacement and removal program. She had not rec'd any product. She is requesting the profile meter as a replacement, because her surestep meter showed er1 message with strip insertion.